Event description:
A patient presented with an infection more than two months following implantation of the device. No further information was provided. It is assumed that antibiotic therapy was initiated.

Manufacturer narrative:
H6: no conclusion can be drawn at this time.